Event description:
I got essure placed in 2013. I have experienced the worst menstrual cycles, pelvic inflammatory disease, sciatica, constant bloat, and fatigue. Also from time to time uncontrollable muscle spasms. When I get my menstrual cycle, I get fevers, muscle aches, and doubled the pain from ym sciatic and pelvic pain. I feel like the coils are tearing at my fallopian tubes and was never warned of some of these side effects. My sciatica gets so bad it numbs my legs and it made it hard to move. Little by little my symptoms are getting worse. I can't sleep because every time I change positions it feels like something is tearing at my tubes and I get horrible piriformis muscle pain. I am a mother to 4 children and I can nearly function at times.